Manufacturer narrative:
(B)(4). This lot was manufactured between june 9, 2013 and june 10, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor was observed to have a clear particle/fiber in the solution. The solution was filtered prior to filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The method used to determine that the particle was of ethylene vinyl acetate material was spectrophotometer scanning. The cause for the observed particle could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection confirmed that there was a tiny, clear particle, approximately 1.3 mm in size, was found floating in the solution of the bladder. The tiny plastic particle was identified to be an ethylene vinyl acetate material. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.